Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4) - no consequences or impact to patient. (Problem with injector/plunger). Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4)

Event description:
The reporter indicated that the surgeon used a ks-3ai preloaded injector, 13.0 diopter. Prior to implantation, the plunger did not push the lens (lens was not implanted). No adverse events reported.